Event description:
It was reported that the device pinched and poked the patient in her right side. When the patient experienced this sensation, she would grab the device and move it to relieve the pain. The symptoms began six weeks prior to the complaint. The patient was at home at the time of the call. Her status was reported as 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.